Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during the basic occlusion test and inability to prime at 4.0 lbs during prime/compromised force sensor system alarm test due to a loose/protruded drive support disk. The unit was received with normal operating currents. No unexpected off no power or low battery alarm or blank display anomalies were noted. The following physical damage was noted: missing end cap sticker, cracked casing at a display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The insulin pump turned off and started counting down; the countdown repeats whenever the customer enters the priming menu. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.